Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure more than five years ago. The patient experienced a central tape exposure. The patient underwent removal of the sling. Additional information has been requested.